Event description:
It was reported that the needle retracted prematurely during use with an unspecified bd integra syringe. The following information was provided by the initial reporter: it was reported that the needle retracted earlier.

Manufacturer narrative:
H.6. Investigation summary one photo of a loose integra syringe was received and evaluated. It was observed the stopper was at the 0.3ml grad line and the cutter was exposed with the cannula retracted. There was also some clear liquid inside between the stopper and tip of the syringe. The retraction mechanism did not appear to function as expected. The premature retraction was rejectable per product specification. Potential root cause for the premature retraction defect could not be determined based on the photo provided. Physical unused sample from the same batch are necessary for retraction activation testing. The batch # is unknown, therefore defective rate cannot be identified. Batch # is required to determine if corrective actions are necessary. No corrective actions will be taken based on the available information. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder based on the user area code. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the needle retracted prematurely during use with an unspecified bd integra syringe. The following information was provided by the initial reporter: it was reported that the needle retracted earlier.